Event description:
This event occurred when the cardiac interventional physician was accessing the left subclavian vein for ppm lead placement. As he was removing the wire through the introducer in order to use a different wire, the j wire that came with the ppm kit for access sheared and a portion of the wire was retained inside the subclavian vein. At that point an 8cm sheath was placed and a snare was used to remove the detached portion of the wire. The pt remained stable and the retained portion of the wire did not travel.